Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the bifurcation was oozing blood during treatment. The lumens were flushed prior to use. The catheter was pulled and replaced. The catheter had been in place for 2 months.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was received in a generic plastic bag. It consisted of a palindrome 19/36 kit w/slot. After visual inspection, signs of use were identified and a hole was encountered below the hub. Additionally, a cut was found on the catheter tubing at 6.5 cm below the cuff. During functional testing (underwater testing) bubbles were detected coming out below the hub, from the lumen which corresponds to the arterial extension and from the cut in the catheter body, corresponding to the venous lumen. As per the instructions for use (IFU), it is necessary to perform a visual inspection before operating the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The device functioned as intended for 2 months, and no issue was noticed prior to use. It can be concluded that the device was more likely damaged during the dialysis procedure. The probable root-cause can be that the leak was more likely caused due to a sharp object or the inappropriate use of cleaning agents. The lot involved on this complaint was manufactured on 10/23/12, before the implementation date of actions related to a corrective and preventive action (CAPA). After an evaluation, it was determined that this event is addressed by the mentioned CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The most probable root causes could be due to a machine malfunction, a failed in-process inspection or the catheter may have been in contact with a sharp object. The lot involved on this complaint was manufactured on 10/23/12, before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.